Event description:
Device malfunction: partial stent deployment. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that, during a left internal carotid artery stenting procedure, the acculink was difficult to deploy. When the sds was at the target lesion, the physician was unable to pull back on the handle while it was in the unlocked position. The sheath pulled back somewhat and the stent started to open (1 strut or more) and wouldn't open any further. The stent delivery system and stent were removed and another stent was used. There was no reported injury and no additional information available.

Manufacturer narrative:
Quality assurance and product performance engineering were unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion. Study event.